Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of clips not closing. The feeder, a metal component located in the shaft, was measured and was found to be out of specification. Based on the condition of the returned unit, it is likely that the reported event was caused by the feeder that was found to be out of specification upon receipt. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented process and inspection enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to implementation of the process and inspection enhancements.

Event description:
Procedure performed: lap chole. Will address clip not closing from surgeon's lap chole limited information is available. Clips not closing. Date not known. Additional information received via email on 12dec2018 applied medical account manager completed with a new applied clip applier, used our 5 trocar. Additional information received via email on 19dec2018 from applied medical account manager. That¿s is all the information provided. Dates visited in person to obtain additional information were 12/10, 12/11, 12/13 and 12/15. Patient status: no patient injury occurred associated with the event.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap chole. Will address clip not closing from surgeon's lap chole. Limited information is available. Clips not closing. Date not known. Additional information received via email on 12dec2018 applied medical account manager completed with a new applied clip applier, used our 5 trocar. Additional information received via email on 19dec2018 from applied medical account manager. That¿s is all the information provided. Dates visited in person to obtain additional information were 12/10, 12/11, 12/13 and 12/15. Patient status: unknown, asked and no status provided.